Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (hrpci) was placed on an impella 5.5 for mechanical circulatory support. Post explant of the device, the patient exhibited signs of stroke and thrombus was observed. The patient was scheduled for surgery, taken to the operating room, and upon induction, the patient decompensated. The decision was made to place the patient on an impella 5.5 and undergo hrpci within the next couple of days. On day five of support, the patient was noted to be doing "extremely" well, and the plan was to explant the impella 5.5 this morning was confirmed. However, as soon as impella 5.5 was explanted, the patient exhibited signs of slurred, garbled speech and stroke symptoms. Stroke alert was activated. Additionally, it was reported that there was thrombus/biomaterial observed. It is unclear if the thrombus/biomaterial was observed in the patient or on the device. The patient was reported to have survived the explant. However, the patient was listed in critical condition.